Manufacturer narrative:
Re-submission as the original reports submitted 2020/01/16 and 2020/03/09 did not pass FDA gateway. Problem solved in the meantime.

Event description:
Implant fracture for a dental implant that was phased out more than 5 years ago.